Manufacturer narrative:
The data downloaded from the device revealed that an 0x69 alarm occurred. However, during the download process no audible beep was heard. Visual inspection found corrosion on the piezo. This corrosion was determined to have caused the pod not to alert the patient of the alarm. It was determined that the corrosion on the piezo contributed to the high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 14.7 mmol/l (265 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. No further information was provided.